Event description:
The patient reported that she had withdrawal (no specific symptoms reported). It was determined that the patient's catheter was broken. The patient underwent a catheter revision. Patient outcome was not reported. The patient's pump contained morphine.

Event description:
Additional information received reported the catheter had "been broke" three times in the past. The catheter broke "where the tubing goes into the pump". It was noted the patient left "all them lines from the catheters in", and that her back looked like "a road map". It was also noted the patient's catheter was "ok" for a surgery on (B)(6) 2012. The device system was being used to deliver dilaudid (hydromorphone). Refer to manufacturer report #6000030-2007-04276.

Manufacturer narrative:
(B)(4).